Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Clinical study pt. An advance sling was implanted on (B)(6) 2008 for incontinence. Info received on (B)(6) 2011 indicates that the pt experienced de novo urge incontinence, with onset of (B)(6) 2011 and worsening incontinence with an onset of (B)(6) 2009 severity was rated as moderate. Event status was reported as continuing. Intervention was with medication, toltrodine. The device remains implanted.